Event description:
.

Manufacturer narrative:
(B)(4). Synthes' current practice is to report on ide patients that experience adverse events post approval. File was re-opened and reassessed for reportability. Manufacture site and manufacture date could not be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.